Event description:
On 11/10/06 the lay user/reporter, the pt's wife, contacted lifescan (lfs) alleging the one touch ultra meter was giving the error messages error 2, error 5 and apply sample during testing. On 11/15/06 the medical affairs specialist (mas) spoke with the reporter to obtain and verify info. For three to four days, the pt obtained the error messages error 2, error 5 and apply sample on the reported meter, while attempting to test his blood glucose level; he did not obtain a blood glucose reading. The pt had no backup meter, and so did not test his blood glucose level during this time. The pt continued to take his usual meals and prescribed medications, despite not being able to obtain a blood glucose reading. On 11/10/06, in the morning, the pt obtained the error 5 message on the reported meter. At that time, he experienced no symptoms of high or low blood glucose levels. At 1:00 pm, the pt began to experience the symptoms of dizziness and weakness. The pt's wife purchased a new meter, and upon returning home tested the pt's blood glucose level to be 189 mg/dl and 279 mg/dl. The mas confirmed that the pt was given 20 units lantus insulin and four pills metformin 500 mg, not glucose tablets as orginally documented. The pt went to bed, and did not seek medical attention. The pt takes 20 units lantus insulin once per day, and the oral diabetes medication metformin 500 mg two pills twice per day. The pt tests his blood glucose level twice per day. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure. The issue was not resolved during the troubleshooting telephone call, as the pt did not have any more test strips. The meter, test strips and control solution were replaced. The pt was unable to obtain a blood glucose reading on the reported meter, due to the multiple error message. He became hyperglycemic and received intervention with insulin and oral diabetes medications. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.